Manufacturer narrative:
(B)(4). A third party service agent evaluated the customer's device and verified the reported issue. The third party service agent then replaced the user interface (ui) pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The device was not returned to physio-control for evaluation. Device not evaluated by manufacturer.

Event description:
It was reported to physio-control that the customer's device had a white display and that none of its functions could be accessed. This behavior is indicative of a device lockup condition and, as a result, defibrillation therapy would not be possible. There were no reports of patient use associated with the reported event.